Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, global find was not working on the pyxis stations after the server was upgraded to version 1.12. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the users were reporting global find was not working on pyxis stations post server upgrade to 1.12. A technical support specialist (tss) identified global find errors in the station logs for both upgraded and non-upgraded systems, noting the message "globalfindservice -could not communicate with server to retrieve medication inventory information"; confirmed with pse that global find will not function when es server and station versions are mismatched, referenced the applicable knowledge article, and noted that troubleshooting would continue once servers become available, with pi (B)(4) created for this issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, global find was not working on the pyxis stations after the server was upgraded to version 1.12. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.